Event description:
A caller reported experiencing cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset information and guided the caller through resetting the pump, which resolved the issue and allowed the caller to successfully start their sensor session.